Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While there was no change in mitral regurgitation (mr), the reported patient effects of mr (worsening) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficult to remove from anatomy appears to be related to patient morphology/pathology. The reported tissue damage was a result of chordal entanglement (procedural circumstances) and the unchanged mr was likely due to the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the first clip delivery system became caught in the chordae and chordal rupture occurred. It was reported that this was a mitraclip procedure to treat functional regurgitation (mr) with a grade of 4. The first clip delivery system (cds 60502u237) was advanced to the mitral valve. During the second attempt to grasp the leaflets; the clip became entangled in the chordae. When removing the clip from the chordae, a double chordal rupture was noted. A third leaflet grasp was made and the clip was implanted, however, mr remained at grade 4. A second cds was advanced to the mitral valve in order to reduce persisting mr; however, the clip was unable to grasp both leaflets, due to the anatomy, and was not implanted. With the one clip implanted, mr remains at grade 4. The patient is in stable condition. There was no clinically significant delay during the procedure. Cardiac surgery for mitral valve replacement is planned. No additional information was provided.